Event description:
It was reported that a user of the ilet system ran out of insulin and required assistance with a full supply change for a contact detach steel infusion set, and the walkthrough proceeded normally. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention beyond troubleshooting, and continued device use after supply replacement. Investigation included technical support review, user guidance on proper supply change, and device use education. Investigation of this case revealed no device malfunction identified and user-related depletion of insulin supply. It was concluded that the event was attributable to insulin out-of-drug with cause of hyperglycemia unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.